Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong clearvue catheter with stiffening stylet was returned for evaluation. An initial visual observation revealed evidence of use in the catheter. An attempt was made to flush the catheter, and a leak was observed near the 35 cm depth marker. A microscopic observation revealed a small split and what appeared to be three puncture-like holes. The catheter was dissected for inspection of the inner wall and additional impressions and superficial damage were observed near the splits. Some minor necking and material whitening proximal to the splits was also observed. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a small hole was discovered on the side of the catheter during pre-filling prior to implantation, causing leakage. No further information was provided. 06/11/2026 it was found during an investigation a microscopic observation revealed a small split and what appeared to be three puncture-like holes.